Event description:
It was reported that the patient presented remotely via merlin.net transmission. Analysis on the transmission found that the right ventricular (rv) lead exhibited noise leading to oversensing. The programming changes were made. The patient was stable throughout.